Event description:
IV pump was programmed from iaware for bumex. Vtbi 40mls to run at 1mg/hr /4ml/hr (med to infuse approximately 9 hours. Medication infused over 1 hour from initiation of medication. Pump showed total volume infused was 5ml.